Manufacturer narrative:
The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported when they are doing lab draws from the maxzero on 3n, they are experiencing leakage of blood outside of and over the "end cap" from the maxzero that occurs on the second blood draw (not the initial discard draw). The leaking is significant enough for the nurse to have to change her gloves as they were saturated in blood. There has been significant training in the use of maxzero at the facility. The customer has changed over to maxplus until this issue is resolved.

Manufacturer narrative:
Correction to initial reporter address.